Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the magnetic door latch detached from an exactamix compounder. The event occurred in the pharmacy department during device set up. There was no patient involvement. No additional information is available.